Event description:
The md was unable to obtain a clear pressure tracing from the swan. Changing the reducers, and cables and repeatedly flushing the swan did not resolve the issue. The swan was removed and replaced with a new swan and the procedure proceeded without issue or harm to the patient. Manufacturer response for 7.5 fr. Swan, 7.5 fr. Swan (per site reporter), clinical site notified mfg rep directly.